Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause mlc-20 user's test strip had poor storage. Test strip UDI #: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer initially reported complaint for dead meter. During the call, a blood test was performed by the customer non-fasting and produced test result of 260 mg/dl using the meter; customer was concerned that the result was high. Customer was also concerned with test results from meter memory of 220 mg/dl non-fasting and 142,128 and 130 mg/dl fasting. The customer's expected non-fasting blood glucose test result range is 140 - 180 mg/dl; the customer's expected fasting blood glucose test result is 80 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 09/18/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).